Manufacturer narrative:
A supplemental report is being submitted for investigation completion and correction. Correction h6: the patient codes were updated to capture the disorientation (e010701) and intracranial hemorrhage (e010701). Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed several intermittent decreases in the estimated flow to the parameters below normal operating range within the analyzed period, followed by a sustained increase in the power consumption beginning on (B)(6) 2020 to the parameters above normal operating range. As a result, the reported high power event was confirmed. Nine (9) low flow alarms have been recorded since (B)(6) 2020; however, no high watt alarms have been recorded within analyzed period. Information received from the site revealed that the patient experienced dark urine, hemolysis and hemoglobinuria. The thrombus was suspected. Of note, it was reported that the patient received lysis treatment. Further information received indicated that the patient was disoriented and computerized cranial tomography (cct) revealed intracranial bleeding (icb) and patient expired. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high power events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, bleeding and device thrombus are known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had no history of similar adverse event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power. The patient experienced dark urine, hemolysis, and hemoglobinuria due to suspected thrombus and was administered lysis therapy. It was also reported the patient became disoriented and a computerized cranial tomography (cct) revealed intracranial bleeding (icb) and the patient subsequently expired.